Event description:
A customer reported to baxter corporate product surveillance a continu-flo solution set in which a leak was observed from the bonded junction of the tubing and the filter. According to the report, the set was attached to a patient and therapy was initiated. The medication being administered was daptomycin. The leak resulted in the entire contents of the bag being discarded. The medication did not come in contact with the patient or the nurse. The entire set-up was changed out and therapy continued as normal. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The sample arrived out of the pouch spiked into a 2b1308 approx. Half full. The sample was removed from the solution bag and visually inspected. The sample was then spiked into an in-house 1000ml solution bag containing reverse osmosis water. The sample was then re-primed. This identified a leak at the outlet end of the filter housing from the vent hole. Therefore, the reported condition was confirmed. The assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.